Event description:
The customer reported to olympus, the bronchovideoscope had no image. The issue was found during preparation for use. There was no delay to the procedure. The therapeutic procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation of no image was confirmed. In addition to the b5 findings, the a-rubber (bending section cover) distal sheath had a crack; ccd (charged coupled device) shrink tube was cut; insertion tube was wrinkled; scope connector adhesive was dry; and the control body had a cut on the boot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information as to whether the device was inspected before use, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, damage inside the charged coupled device unit resulted in the loss of the image. This is consistent with irregular stress being applied to the bending section during user handling. However, specific root cause of the damage could not be determined. The event can be detected/prevented by following the instructions for use: bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.